Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/20/2019. A manufacturing record evaluation was performed for the finished device al8838 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2019 and suture was used. The suture frayed during use. The surgical procedure was completed without complications. There were no adverse patient consequences reported.